Event description:
During a post implant follow-up, decreased sensing was observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead was found to be dislodged. The lead was repositioned to resolve the event. The patient was stable and there were no consequences.